Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the tear-away seal was received intact. The outer packaging showed a large indentation on one of the side panels. Upon opening the outer packaging, the contents (patient registration form, envelope and inserts) were found stiff with signs of amber stains suggestive of dried glutaraldehyde. The jar was found broken. Both safety seals on the jar were broken. Large cracks were noted on the lid. Multiple cracks were observed on the jar appearing to possibly be from the impact on the lid. Cracks were also noted at the bottom of the jar. No solution was present inside the jar. The avalus valve was found dry, inside its retainer. Shards of glass were found inside the packaging box. Updated data: d.9: suspect medical device h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. B5, d9, e and h6 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was stored a regular secure valve closet and the jar was found to have a leak after being in storage for a while. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an avalus aortic valve was found to have a jar leak. The jar was cracked. There was no patient involvement. It was mentioned that it is unknown if the jar was dropped or if it was broken during delivery. The device was inspected prior to use,and it was never implanted.